Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-12379. It was reported one of the pt¿s trial leads had protruded through the skin. Reportedly the pt experienced a burning sensation at the site. Reportedly the physician did not think the site was infected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.